Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer replaced the sodium electrode and informed the tsc specialist that replacing the sodium electrode had resolved the problem. The cause of the discordant sodium results was a malfunction of the electrode. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were rerun on an alternate instrument, and the samples resulted lower. The rerun results were reported to the physician(s) for two of the patients; it is unknown if the rerun result was reported to the physician(s) for the third patient. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.